Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that since implant, the patient had been at 0.9 ma and that the therapy had been doing really well for their symptoms but last night (2023-oct-10), they had a lot of trouble with their bladder/their symptoms returned. The patient stated they had pain control in their neck done earlier that day and they had then been up all night and had no control whatsoever. The patient stated this morning they got up and checked their stimulation and it was set at 0. 7 ma. The patient stated they hadn't touched the settings since implant, so they didn't know why it was set to 0.7 ma. The patient stated they set the stimulation back to 0.9 ma and noted they felt the stimulation comfortably in their bike-seat region. The patient further clarified that their "pain control in their neck" was where they "put a needle inside your neck and then they stick up this other thing that "sears the spine." The patient confirmed that it was ablation and that they would do a lot of those procedures but yesterday had been the first time they'd done one since being implanted. The patient stated they noticed in the past when they had these procedures done, they were not comfortable and they would have a tendency to urinate more but last night was "a flood." Patient services reviewed with the patient it would be unlikely for the stimulation settings to change on their own and also reviewed compatibility labeling information for ablation and directed the patient to follow up with their health care provider (hcp) about their symptom concerns and to discuss their nerve ablation procedure/s. The patient was also directed to have their pain management doctor call technical services if they needed more information about any future procedure. The patient stated they were going to monitor their symptoms and reach out to their hcp. Documented the reported event. No further action was taken by patient services. Patient services also reviewed airport security guidelines and dental environment guidelines because the patient stated they had been "so fuzzy" at implant when they were reviewing information with them and they'd forgotten what was said.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the settings was unknown. They contacted the patient, they have not had any trouble with the device. The issue was resolved.